Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect thrombosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery and a popliteal artery. On (B)(6) 2014, pre-dilatation was performed with a fox sv balloon catheter. On (B)(6) 2014, thrombosis was confirmed in the proximal part of he supera stent. Dilatation was performed with a non-abbott drug eluting balloon catheter. The patient was discharged from the hospital on (B)(6) 2014. No additional information was performed.